Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with the balloon tightly folded, with blood in the inner lumen. Microscopic and tactile inspection revealed a shaft break at 49 cm from the strain relief, and a kink 45.5 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that shaft kink occurred. The 90% stenosed, 15x2.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 2.50mm x 15mm maverick2¿ balloon catheter was advanced for dilatation. However, the device's shaft kinked and it could not advance into the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.